Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced denture wearer ("upper dentures"). The patient was treated with surgery (partial hystrectomy). Essure was removed in 2013. At the time of the report, the medical device removal and denture wearer outcome was unknown. The reporter considered denture wearer and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: denture wearer, medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced denture wearer ("upper dentures"). The patient was treated with surgery (partial hystrectomy). Essure was removed in 2013. At the time of the report, the medical device removal and denture wearer outcome was unknown. The reporter considered denture wearer and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.